Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited multiple alarms including system failure ¿primary audible alarm background test¿ followed by ¿acu watchdog failure¿, system failure: calibration required, system advisory: maintenance is recommended, system failure: force sensor test, ¿primary audible alarm post¿ ¿ replace the speaker. The right and left plunger cases had been replaced and the size and force re-calibrated. The issue was not related to physical damage or abuse and the unit was not dropped at all. Per the reporter, there was no patient harm.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. There was nothing in the event history log pertaining to customer stated problem. Functional testing was able to duplicate the customer reported issue. The investigation determined that the exact cause of the issue is unknown. The interconnect board and speaker were both replaced and preventative maintenace was performed.